Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). A complaint history check was performed and this is the 3rd related complaint for needle hub separates and the 2nd related complaint for shield does not detach as intended on lot # 9189626. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates, shield does not detach as intended) was captured and addressed. Sample will be forwarded to manufacturing ((B)(4)) on 10sep2020 for further review. A review of the device history record was completed for batch# 9189626. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted for out of spec shield pull based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Root cause description: on 10sep2020, (B)(4) received photo complaint, material #328520, lot # 9189626. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: a quality notification (zm) # (B)(4) was created for failed shield pull test. Root cause per l2l dispatch was debris in the shield carrier dial. Corrective action: l2l dispatch was created for failed shield pull where debris was removed from shield carriers and slides were oiled. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with a relion® insulin syringe the hub separated into the shield. The following information was provided by the initial reporter: it was reported that needle hub separated and stayed in shield.